Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 20, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to dizziness, headache, poor performance with the device and electrode migration. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 18, 2024.